Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Anticipated but not yet begun.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump did not recognize the power source. Then the pump battery gauge dropped from 65% battery life to 20% while the pump was plugged into a power source. There was no reported impact to the customer's blood glucose (bg) level due to the battery issue. In addition, the customer experienced an elevated bg level of 367 mg/dl, and took a correction bolus via the pump. The customer stated that the elevated bg level was due to not taking a full bolus for lunch and having had a temporary basal rate of 0 set on the pump. The customer changed the basal rate setting back to the normal setting.

Manufacturer narrative:
Brand name, common device name.